Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer changed the cartridge and infusion site. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to help determine a possible cause of the occlusions was not performed.